Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: b5.

Event description:
It was reported that a patient underwent an unknown breast and endocrine surgery on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by a sales rep that the barb could not be hooked. It was not a control release needle. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported by a sales rep that, during an unknown breast and endocrine surgery, the barb could not be hooked. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. Affiliate reference number: (B)(4). Please take photos for japanese customer.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: lot number provided a30 is not valid. Please provide a valid lo number: unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One unused needle suture combination and one empty labeled winding former that pertains to product code: sxpp1b420 were received for analysis. During the visual inspection of the returned sample, it was noted that the strand is a stratafix spiral bidirectional suture. The inspection of the barbs revealed that they met the specified requirements. However, one side of the surface of the suture contains particulate debris from the barbing process. Based on the information currently available, an incorrect finish was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.